Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a free flow event occurred and was thought to be related to a user training issue. No patient harm was reported.